Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor and both the monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system images were half the size of the screen. No patient injury was reported.